Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that the patient's right femur was revised due to heterotopic bone growth. A gamma nail, set screw, lag screw, and 2 distal screws were revised to a restoration modular stem construct.